Manufacturer narrative:
This supplemental report is submitted to provide the results of the legal manufacturer¿s investigation. The legal manufacturer performed an investigation. The device history records for this device were reviewed and all records indicated that the product was manufactured according to all applicable procedures and met final product release criteria. No abnormalities were found. The root cause of the issue could not be conclusively specified. The probable causes were the following: the issue occurred due to a failure of an internal board. The issue occurred due to a failure of the liquid crystal display (lcd) panel. The issue was caused by impacts other than equipment (facility environments and connected equipment).

Manufacturer narrative:
In troubleshooting the issue with olympus technical support via the phone, the customer was unable to provide the models of any other devices on the tower besides the high-definition liquid crystal display (lcd) monitor and spyglass. The image would eventually come back on. The customer stated that the power cable on the monitor was loose and was reseated, however, that did not correct the issue. The customer requested the olympus sales representative for the facility to visit and inspect the tower. A follow-up by olympus technical support will be conducted. The subject device referenced in this report was not returned for evaluation. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The user facility reported to olympus that during a diagnostic procedure, the image on the high-definition liquid crystal display (lcd) monitor would intermittently go out on the tower. No patient harm reported.